Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, g4, g7, h2 and h6 have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components may happen, and any of which may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient shoulder devices revision surgery is most likely due to the patients underlying conditions. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a3, a4, a5, a6, d4. All, d6. With out serial numbers unable to provide d4. Expiration date & h4. Without catalog numbers, unable to provide g5. Corrected data: no device evaluation pending.

Event description:
It was reported that a patient experienced a surgical revision procedure of shoulder components due to a greater tuberosity fracture. The cause of the bone fracture is not provided. There is no indication or complaint that the devices malfunctioned. Information was requested, and no additional information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of shoulder components due to greater tuberosity fracture.